Manufacturer narrative:
(B)(4). The lot of the reported product was manufactured from 05/02/2014 ¿ 05/09/2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a minicap with dried iodine. The hp explained that all the minicaps with dried iodine were observed immediately after the packaging was opened. The hp also clarified that the packaging was not damaged or broken before use. The hp stated that the minicaps are stored in the hallway away from the vents and that the hallway is not kept heated. There was no patient injury or medical intervention associated with the report. No additional information is available. This is report 10 of 10.

Manufacturer narrative:
(B)(4). The actual occurrence date was unknown but was reported to have occurred approximately a week prior to the reporting of the event. The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.